Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(6). If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two (2) little horizontal damages were observed on the zcb00 tecnis monofocal iol (intraocular lens) after implantation into the patient's operative eye. Reportedly, one day post-op the patient did not appear to have any visual issue. The lens remains implanted. Additional information was received and it was learnt that the lens looked like if somebody had put a staple on it. The issue was noted immediately after implantation, when the lens was unfolding. No additional information was provided.